Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, shortly after implant, this patient presented to the hospital with symptoms of chest pain and dizziness. An electrocardiogram confirmed exit block and this right ventricular (rv) lead exhibited high thresholds with loss of capture. A lead perforation was suspected. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that, shortly after implant, this patient presented to the hospital with symptoms of chest pain and dizziness. An electrocardiogram confirmed exit block and this right ventricular (rv) lead exhibited high thresholds with loss of capture. A lead perforation was suspected. This rv lead was explanted and replaced. No additional adverse patient effects were reported.